Event description:
It was reported that during a lap colon procedure, surgeon began using the shear and reported that the device was making a squealing sound. When the device was removed the active blade tip was broken off. They found the tip and removed the piece as well. The surgeon reports he did not hit the device with any other instrument. No patient consequences.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure".